Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had air in the unspecified line without an alarm. This occurred during fill of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event, however the patient reported shoulder pain and stomach cramping. No additional information is available.